Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that novolog has been tested up to 72 hours. Replace the cartridge every 72 hours if using novolog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer inserted the needle into the cartridge septum. Upon removing the syringe from the cartridge, the customer noticed a piece of the cartridge septum floating in the syringe. The customers blood glucose (bg) level was impacted (279 mg/dl) the customer changed supplies and took a bolus to stabilize bg level. A system check was performed with tandem technical support indicating the pump was functioning as intended. Reportedly, the customer had used the cartridge for 4 days.